Event description:
It was reported that after removing a stylet from the lead during surgery, it was not possible to insert a different stylet the full length of the lead. The healthcare professional (hcp) tried all found stylets and all of them stopped a few millimeters before reaching the first pole. None of the stylets reached the tip of the lead. A different lead was used. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Analysis of the lead found there was a gap in the stylet coil of the lead body. There is a gap or kink in the stylet coil 13 cm from the distal end of the lead. The tip of the stylet catches on the kinked area of the stylet coil when the stylet is being inserted. The kink was caused by the tip of a stylet being pushed against the coil. The stylet coil would have perforated if the stylet had continued to be pushed against the coil in this location.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.